Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had fallen and lost consciousness. The patient was hospitalized but it is unknown if the device was checked. The device remains in service. No adverse patient effects were reported.